Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was mild paralysis of the hypoglossal and facial nerve which was expected to resolve. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and following implant the patient's therapy was activated, and amplitude was set to 2ma, 125 ms an 40pps. The patient experienced numbness, tongue deviation, and difficulty swallowing. On (B)(6) 2025, the patient's therapy was deactivated due to the complaints of numbness, and the issue did not resolve. Following a neurologic consult, mild paralysis of the hypoglossal and facial nerve was diagnosed. An MRI was done and no additional findings were revealed. The patient was expected to be discharged on (B)(6) 2025 and per the physician, was expected to recover.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025 and following implant the patient's therapy was activated, and amplitude was set to 2ma, 125 ms an 40pps. The patient experienced numbness, tongue deviation, and difficulty swallowing. On (B)(6) 2025, the patient's therapy was deactivated due to the complaints of numbness, and the issue did not resolve. Following a neurologic consult, mild paralysis of the hypoglossal and facial nerve was diagnosed. An MRI was done and no additional findings were revealed. The patient was expected to be discharged on (B)(6) 2025 and per the physician, was expected to recover. As of (B)(6) 2026, the patients symptoms resolved and therapy was resumed. There was no need for any further intervention.